Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan from italy alleging an error 2 message issue with the one touch verio pro meter. The patient's daughter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's daughter claimed the meter had an error 2 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's daughter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.